Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and one month post deployment, a computed tomography of chest showed pulmonary embolism in a segmental branch of the right lower lobe pulmonary artery. Around one week later, a cardiac magnetic resonance imaging showed that there was a single pedunculated, mobile right atrial mass measuring 16x9 mm on transverse four chamber view with its stalk originated along the lateral wall of the right atrium near the right atrioventricular groove and adjacent to the junction with the inferior vena cava which likely reflected thrombus. Also, bilateral pulmonary embolism was noted. Around three days later, the right atrial thrombus was removed on cardiopulmonary bypass. Around five years and one month later, a computed tomography of abdomen and pelvis showed one of the filter legs appeared to terminate in the center of the adjacent aorta. However, vascular surgery consulted and recommended no surgical intervention. Therefore, the investigation is inconclusive for perforation of ivc, filter migration and filter limb detachment. Additionally, it can be confirmed that the patient experienced pe and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to the heart and limb(s) detached. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb(s). The patient reportedly experienced heart attack, chest pain, and underwent open heart surgery; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter migration and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to the heart and limb(s) detached. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb(s). The patient reportedly experienced heart attack, chest pain, and underwent open heart surgery; however, the current status of the patient is unknown.